Event description:
It was reported the patient was experiencing uncomfortable stimulation. The patient underwent surgical intervention (B)(6) 2022 where the system was explanted.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: lead, model;3186, UDI: (B)(4), serial: (B)(4), batch: a000096659.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.